Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse heard an abnormal noise while the dilution well was running and observed solution left in the dilution well. The cse replaced the dilution well assembly and the issue resolved. The cause of the discordant afp, hcg, ue3, and t21 results and delay in reporting of results was due to a faulty dilution well assembly. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant alphafeto protein (afp), human chorionic gonadotropin (hcg) and unconjugated estriol (ue3) results were obtained on patient samples on an immulite 2000 xpi instrument. Additionally, trisomy 21 (t21) calculation results were also discordant. The discrepancy occurred with the diluted samples. The discordant results were not reported to the physician(s). It is unknown if the samples were repeated or if the repeat results were reported to the physician(s). Additionally, there was delay in reporting of patient results. There are no known reports of patient intervention or adverse health consequences due to the discordant afp, hcg, ue3, and t21 results or delay in reporting of patient results.